Event description:
Customer reported that the insulin pump was alarming button error and they were unable to clear the alarm. Blood glucose value was not provided at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarms noted during testing. The pump had unresponsive button due to corroded esc and act buttons on the keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at the reservoir tube window corner and stained end cap sticker.